Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 600+ mg/dl during the hospital visit. The customer's husband found her throwing up at 3 in the morning unconscious. The customer was taken to the emergency room for her high readings. The emergency room staff discovered that the cannula was bent. The customer was advised that an infusion set in an area with low body fat may bend against muscle on lean customers. The customer was advised to change the infusion set.